Event description:
Voluntary medwatch received states that the right atrial (ra) lead was capped and replaced due to product performance issue. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.